Event description:
It was reported that during a port placement procedure the guidewire was allegedly could not be advanced further in the needle. It was further reported that there was bending in the upper end of the wire. Additionally, the wire came apart. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly could not be advanced further in the needle. It was further reported that there was allegedly a bending in the upper end of the wire. Furthermore, the wire was untwisted and allegedly could not be retracted through the needle. In addition, the wire allegedly came apart. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-tip guidewire loaded into an introducer needle was returned for evaluation and one photo was provided for review. Visual, microscopic, functional and tactile evaluations were performed on the returned device. Uncoiling, kinks and stretching were noted on the loaded guidewire, proximal to the introducer needle hub. The core wires were exposed at the uncoiled portion of the guidewire. Under microscopic observation, the core wires were noted to be protruding the uncoiled portion of the guidewire. The termination of the flat core wire was slightly observed to be granular. An attempt to remove the loaded guidewire from the introducer needle was performed and was unsuccessful. The guidewire did not move from place during attempt. Therefore the investigation is confirmed for the reported stretched, fracture, material separation, guidewire bent, difficult to remove and the identified unraveled issues. However the investigation is inconclusive for the reported advancement difficulty issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.